Event description:
Medtronic received information that prior to the implant of this mechanical valve, the associated sizer for this valve was used to m easure the patient's aortic root and a 16 millimeter (mm) valve was indicated for implant. During the suturing of the valve a tear of the aortic wall occurred. The valve was explanted and replaced with another mechanical valve. The aortic tear was repaired with a synthetic patch, with no additional adverse patient effects reported. It was alleged that the tear was a result of the valve, as sized, not fitting in the aortic root. The return of the sizer that was used has been requested, but that device has not been returned.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve's leaflets were fully mobile. The sewing ring diameter was measured in several places around the perimeter and found to be within manufacturing specifications. No as-manufactured surface anomalies were identified. No issues were identified that would have impacted this event. In addition, three ats ap sizers (sizes 16, 18 and 20 millimeters) were received. A visual inspection of the sizers found no damage. The handles for each of the sizers were intact. Both ends of each of the sizers were intact with no evidence of damage. Both ends of each sizer were measured and met design/manufacturing specifications, including the returned 16 mm sizer's cylindrical end, which is used to determine appropriate sizing in the target implant location for the valve. Conclusion: based on the information provided and the analysis findings, it is concluded that use error related to sizing and/or implant technique was the likely cause of the event. (B)(6). (B)(4).